Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving baclofen 4000mcg/ml (lot number unknown) at 1900 mcg/day via an implantable pump for cerebral palsy, spinal pain and other chronic/intract pain (trunk/limbs). The patient's medical history and concomitant medications were unknown. Since the pump was implanted on (B)(6) 2016, the patient had not gotten therapeutic relief. On an unknown date, a volume discrepancy occurred; the actual reservoir volume (arv) was 16.4ml and the expected reservoir volume (erv) was 9.1ml. On (B)(6) 2016, the hcp tried to aspirate from the catheter access port (cap) and was unable to do so. It was noted that when the pump was implanted, they got good cerebrospinal fluid (csf) backflow. The hcp planned to do a catheter revision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.